Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery (vats) lobectomy procedure, when stapling across the bronchus, the device fired and stopped halfway which is incomplete on distal area. It was also noted that there was a problem loading the device and there was a poor staple formation. The surgeon and staff reloaded the power stapler with a new reload and it worked to finish stapling across the bronchus. A little later in the case the surgeon wanted to staple the pulmonary artery but an error sign appeared in the display window of the handle. The power stapler was not used instead a manual handle was used together with the same reload. There was no patient injury.